Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported an intrathecal baclofen pump patient had a ¿potential withdrawal, overdose scenario¿. It was also reported, ¿no more information at this point. More info to come¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information revealed the pump was used to deliver baclofen, ¿around¿ 500 mcg/day. It was said the symptoms included ¿noodlish extremities¿ and pain. The patient was placed on pain medication because his spasticity increased followed by getting ¿extremely loose¿ after being put on the medication. They were unsure whether the pump was working because as they turned down the pump, there was no effect and the increased spasticity continued. The pump was then turned back up. It was stated the type of baclofen used was lioresal. It was unclear as to whether the health care provider (hcp) attributed a reason to the event. The hcp indicated ¿none¿ to the cause of the event, but also indicated ¿uti¿ as the answer to the question, ¿if the event was due to the pump, what was the issue?¿

Manufacturer narrative:
(B)(4).